Event description:
It was reported that the patient received a blood glucose result of 90 mg/dl on the accu-chek guide me system and became unconscious. The patient's daughter contacted the paramedics and the blood glucose result was 33 mg/dl on the paramedic's meter. The patient's meter result 90 mg/dl and the paramedic's meter result 33 mg/dl were taken within 15 minutes. The patient was treated with sugar via IV. The patient was not taken to the hospital. Prior to the paramedics departure, the patient's blood glucose result was 88 mg/dl on the paramedic's meter and 78 mg/dl on the patient's meter taken within 15 minutes.